Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no reoperation or explant performed. (B)(4).

Event description:
It was reported (via mw5086466) that a female patient who had mentor smooth round moderate plus profile 325cc saline prostheses placed experienced several unexplained systemic symptoms post procedure. Theses symptoms included, but were not limited to, fatigue, joint pain, brain fog, and palpitations. These issues required that the patient see a physician on several different occasions, including one visit to the emergency room. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-14423 for contralateral prosthesis report.